Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon post operative interrogation, atrial lead dislodgement with loss of capture was observed. Lead dislodgement was confirmed via chest x-ray. The lead was repositioned. No patient consequences were noted. The patient left the procedure in good condition.